Event description:
Report indicated that a pt underwent a generator replacement due to end of service. A battery-life calculation performed by MFR yielded 0.38 year remaining until eri=yes. Generator was subsequently returned to MFR for analysis. During analysis test specs for the post burn-in electrical test were not met, and it was determined that the q10 component was at fault. After q10 was replaced, the device was tested per the post burn-in electrical test, and test specs were met. Additionally, analysis found that the defective q10 did not significantly impact device performance as evidenced by the final electrical test. The post burn-in electrical test out-of-specification current measurements represent a condition that would likely have a minimal impact on the battery longevity.

Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.